Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3620 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that blood transfusion running through single lumen PICC. Pt states arm felt cold, pins and needles. Transfusion stopped, observations monitored, doctor informed. S/n noticed PICC wet at entrance site. Dressing removed, line flushed with 2ml posi flush normal saline. Flush coming out of line at entrance site. Transfusion stopped, observations monitored, doctor informed. Infusional services contacted. Advised to remove PICC line and keep for inspection.